Manufacturer narrative:
Result: the coil is still attached to the pusher assembly. The coil pet-lock at the proximal end of the coil is still intact. Conclusion: the complaint has been evaluated. The compliant indicates that two coils had trouble going through the pxslim microcatheter. Evaluation of the first coil revealed a break in the coil sr wire and detachment of the coil therefore, a functional test could not be performed. The second coil was passed through the pxslim microcatheter and advanced out of the distal tip without issue. The second coil and pxslim microcatheter are fully functional. These devices are 100% visually inspected for damage during packaging. The broken coil likely detached as a result of handling after the procedure as this was not described in the complaint. The cause of the incompatibility between the pxslim microcatheter and coils described in the complaint is unknown. There appears to be no issue with the coils or the catheter and the complaint describes the first coil in the case advancing without issue. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-000427 and 00429.

Event description:
The patient was undergoing an embolization procedure in the anterior cerebral artery (aca) using the penumbra coil 400 and a px slim delivery microcatheter. During the procedure, the physician felt resistance while pushing the coil 400 through the px slim microcatheter which prevented the coil from deploying. The physician used another coil 400 through the px slim microcatheter; however, the physician felt the same resistance. The physician exchanged the px slim microcatheter for a new one to successfully deploy the coils. There were no visible kinks in the first px slim microcatheter. The procedure was completed with no report of an adverse effect on the patient.